Event description:
According to the operative report this valve was explanted due to pv leak and was replaced. During implant of the replacement valve, it was noted the inferior-most point of the sinus of valsalva was "significantly" below the rest of the annulus. Sutures were replaced in this area and an additional pledgetted suture was placed superior to the anatomic annulus. A smaller replacement valve was utilized to "gather up the annulus better". The heart failed to defibrillate "despite all maneuvers" for approximately 40-45 minutes. The aorta was again cross-clamped, cardioplegia was administered and the aortotomy was reopened. After unclamping the second time, normal sinus rhythm ensued spontaneously and the patient was transferred to the ICU in stable condition.